Event description:
During a therapeutic ureteral stone retrieval procedure, the retrieval basket wires broke at the basket tip. The patient did not experience any injury or complications due to this event. Another basket was used successfully to complete the procedure.